Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to clinic with an acute change in pacing parameters. A chest x-ray confirmed lead dislodgement. The lead was explanted and replaced.